Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the name of the procedure? Section what tissue was the needle being used on? Uterus muscle tissue. What was the condition of the tissue (normal, thin, calcified, fragile)? Normal what tissue was the needle retained in? Uterus muscle tissue. What size of the needle found on x-ray? Half of the needle was found in the tissue on x-ray, the other half was in the needle holder. Needle size was CT-1 were the needle pieces removed from the patient during the same procedure? Yes how much bleeding was noted when removing the needle? The uterus was bleeding heavily during above procedure due to the relaxation of the uterus while looking for the needle ¿ approx. 2-3 liter bloodloss. What medical intervention was performed to treat the bleeding? Several medicaments were given to contract the uterus muscle + blood transfusion was performed due to the bloodloss. Was an additional procedure performed to remove the needle pieces from the patient? No it was found and removed during the x-ray procedure. What are the patient age, weight, medical history? Na. What is the current condition of the patient? (Na) the surgeon think the patient is ok today ¿ he have not heard anything indicating that there should be problem in regards to the procedure.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What tissue was the needle being used on? What was the condition of the tissue (normal, thin, calcified, fragile)? What tissue was the needle retained in? What size of the needle found on x-ray? Were the needle pieces removed from the patient during the same procedure? How much bleeding was noted when removing the needle? What medical intervention was performed to treat the bleeding? Was an additional procedure performed to remove the needle pieces from the patient? What are the patient age, weight, medical history? What is the current condition of the patient?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. The needle broke during application of the needle holder when sewing the uterotomy. An x-ray was used to locate the needle. The patient experienced bleeding when retrieving the needle. The patient current status is unknown. Additional information has been requested.